Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of over 600mg/dl. Reportedly, an occlusion alarm occurred. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.